Manufacturer narrative:
The most likely root cause is misuse by the consumer. There is limited device specific information provided, no valid batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. It was reported the consumer (77 years old) used a thermacare lbh heat wrap applied directly to her skin resulting in a burn. The thermacare labeling and instructions for use provide guidance for the customer to prevent injury during use. The packaging instruction warns the consumer, if 55 and older, wear over a layer of clothing (or cloth), not directly against your skin. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
On 21-apr-2025, a spontaneous report was received from the united states via telephone regarding a 77-year-old male consumer who used a thermacare lower back and hip heat wrap. On (B)(6) 2025, the consumer topically applied a thermacare lower back and hip heat wrap directly to his skin without applying over clothing for lower back pain. After wearing the product for 8 to 9 hours, she experienced blisters on her lower back at the site of application. She discontinued the product. After a few days her blisters broke and resulted in open areas. On (B)(6) 2025, the open areas scabbed over. For treatment he applied bacitracin. No medical evaluation or treatment had been sought. The consumer noted that she mentioned that she used the product while being diabetic to her doctor, but the doctor did not comment on her use.